Event description:
Nurse reported visualizing approx 10 inches of air and blood back up into tubing downstream of the pump. At this time, the nurse reported the pump was running without an alarm. The nurse stated that the slide clamp below the buretrol add-on set was left closed in error. No loose connections or leaks were reported. Per the rptr, there was no pt incident or injury related to this report. The pump removed from svc and infusion restarted using another pump. This event occurred in the nicu. Attempts were made to obtain extra info regarding pt status, medical intervention, pt injury, and the medication involved but no add'l details are known.